Manufacturer narrative:
This event is from the following literature article: (see attachment below) aitken el, jackson aj, kingsmore db. Early cannulation prosthetic graft (acuseal¿) for arteriovenous access: a useful option to provide a personal vascular access solution. Journal of vascular access. In press. No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The device remained implanted; consequently, a direct product analysis was not possible. No further information is available. Without additional information it is impossible to further investigate this event.

Event description:
On (B)(6) 2012, a patient in a study was implanted with a gore® acuseal® vascular graft from the right superficial femoral artery to the femoral vein. On (B)(6) 2012, the graft was first cannulated. On (B)(6) 2012, the patient presented with thrombosis and venous stenosis. An unsuccessful declot procedure was performed. The patient received a transplanted kidney which failed. The patient is now performing peritoneal dialysis.